Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink vented secondary medication set experienced a backflow. The occurred during a patient infusion of clindamycin (primary bag) and lactated ringer solution (secondary bag) via a primary set, an extension set, and the secondary set. The reporter stated that pressure was inadvertently applied to the primary set via a blood pressure cuff which was attached to the patient¿s arm. There was no serious injury or medical intervention associated with this event. No additional information is available.